Event description:
Patient returned from operating room attempted to place on ventilator; it was noted on the previous safety report for this patient on today's date, that ventilator failed. We subsequently placed patient on a different ventilator and it failed to boot up or illuminate screen. Patient was being bag mask ventilated during the times we were changing ventilators and suffered no apparent harm or injury. We obtained another ventilator and it subsequently worked.